Manufacturer narrative:
Currentl,y it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels. The territory manager stated that prior to the event, the customer was experiencing pancreatitis and elevated blood glucose levels. The customer stated that he may have pinched the tubing under the clip. Programming was correct and troubleshooting was performed. The insulin pump passed the fixed prime but failed the high pressure test. Nothing further was reported.